Event description:
Received call from pt's mom tpn pump had multiple air in line alarms last night. When she turned on the tpn pump, the infusion volume kept showing 100ml. Tried to reset volume, 100ml came up again ( should have been 2002ml). Try to reprogram pump, when she entered code:888, pump indicated is incorrect code. Pump library is erased. Mom found a backup pump around the house. Able to reprogram backup pump to: inf vol=1900ml, taper up=0, taper down=0, inf time=9hr, rate=211.2ml/hr, res vol=2002ml. (B)(6) to pick up malfunctioning pump and send new backup pump with next delivery. Pump event log downloaded from returned pump; found that "protocol settings were defaulted" in other words our protocol library was deleted from the pump for no apparent reason. Fortunately, patient had a back-up pump otherwise patient would have missed or had his tpn infusion delayed greatly putting him at risk for hypoglycemia, dehydration. Manufacturer response for ambulatory infusion pump, cadd solis vip (per site reporter): sent manufacturer email and copy of pump event log.